Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 70 percent stenosis degree in the lad. During unpacking it was noticed that the stent has been dislodged from the balloon. Another stent was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed blood specs in the guidewire lumen and blood residue the balloon folds. Also, dried contrast medium residue was observed in the balloon- and inflation lumen, indicating application of negative pressure. The balloon is well folded and has not been inflated. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and is severely deformed over its entire length, i.e. Several struts are strongly bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparation for the intervention, i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU.